Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on the reported information. The assignable cause of the iipv was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 4 of 4. The rn called to report the high drain alarm, but was not sure of the associated drain cycle. The technical service representative (tsr) called the patient and spoke with the caregiver (cg) with the rn on the line. The tsr had the cg review the alarm log. A high drain 104 occurred. The tsr reviewed the total ultrafiltration (uf) and it equaled 1462ml. The cycle 4 uf equaled 2149ml, the cycle 3 uf equaled -182ml, the cycle 2 uf equaled 241ml, and the cycle 1 uf equaled -263ml. The tsr explained to the rn that the patient drained 4149ml during drain 4 of 4. The fill volume equaled 2000ml. The cg stated the patient had fibrin and was using a 4.25% and 1.5% solution bag. The rn was now aware of the fibrin issue. The rn advised the cg to continue using these solution strengths. The tsr advised the cg to call baxter when she has alarms for better troubleshooting and documentation at the time of the alarm. The cg understood. The rn was aware of the situation and would continue to monitor it with the patient and cg. The alarm was cleared and the hc was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm after the rn returned ps call. The nurse who called back was not aware of this specific alarm. She stated that as far as she knew, there had been no reoccurrences of the alarm. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.